Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent showed that the 1st distal strut had slightly lifted from its crimped stent profile position. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found there were several hypotube kinks along catheter shaft. A visual and tactile examination found a kink in the inner/outer lumen 74mm distal of the port entry site. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 07-jul-2016. It was reported that crossing difficulties were encountered. The 100% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 3.50x38 synergy(tm) drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed using a 3.0x38 non-bsc stent. No patient complications were reported and the patient's status was good. However, returned device analysis revealed distal stent damage.